Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd did not receive a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with an unspecified bd vacutainer® urine collection system there were erroneous results for pcr. They obtained a high number of invalid pcr inhibitors. Confirmatory testing information was not provided. There was also no report of patient impact. The following information was provided by the initial reporter: customer states invalid pcr results, high number of invalid pcr inhibiters.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported that during use with an unspecified bd vacutainer® urine collection system there were erroneous results for pcr. They obtained a high number of invalid pcr inhibitors. Confirmatory testing information was not provided. There was also no report of patient impact. The following information was provided by the initial reporter: customer states invalid pcr results, high number of invalid pcr inhibiters.